Manufacturer narrative:
The hill-rom tech found the pendent control had fallen between the frame and the siderail assembly resulting in both the up and down buttons for the head of the bed being pressed at same time preventing proper head function. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech removed pendent from in between frame and siderail to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account that the head of the bed is raising by itself. The bed was located at the account in the shop. There was no pt/user injury reported. (B)(4).